Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not up. The power supply was found out of electrical specification. Analysis also found the power cord was missing and the handle grommet was not seated properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer will not power on. The cord and outlet were changed and still no power. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.